Event description:
It was reported that variable, gradually increasing pacing impedance measurements (>2000 ohms) were recorded from this left ventricular (lv) lead. Provocative maneuvers were performed which showed normal results with no evidence of over-sensed noised or impedance changes. Diagnostic imaging was also performed which verified correct device-to-lead connection. Boston scientific technical services (ts) was contacted and recommended close continued monitoring and potential lv lead revision if the impedance measurements remain out of range. The patient was stable with no adverse consequences reported and this ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).